Event description:
It was reported that the patient moved as the surgeon was inserting the cc4204a collamer plate lens, which result in the lens rupturing the posterior capsule. The lens was removed, a vitrectomy was performed and a three piece lens was inserted, that tore during insertion. The third lens, which was also a three piece lens was successfully implanted. The reporter stated the event was the result of the patient movement and not related to the lens. See MFR report# 2023826-2012-00443 in regards to the torn lens.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).